Event description:
During a thoracentesis performed by the medical team, the flexible portion of the catheter was retained in the chest cavity. The blue space clip was in place on the catheter needle at all times as per instructions. Catheter was withdrawn through the neddele to repostion the tip in a pocket of fluid. This may have led to a shearing off of the catheter that wasn't noticed until after the removal of the needle. Interventional radiology was unable to remove catheter tip so pt underwent thoracoscopic removal the following morning. Pt recovered well from this event.